Manufacturer narrative:
This was reported by the patient. The healthcare facility is: (B)(6). Health (B)(4) incident report reference no. (B)(4); submitted to health (B)(6) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient during a procedure performed on (B)(6) 2019. On (B)(6) 2019, the patient began to experience pain in the urethra and difficulty emptying her bladder. The patient also reported that sexual intercourse is not possible and wants the device removed. The patient is expecting to see a specialist at the chum for the complete removal. The patient was told by a physician from st eustache that she will be incontinent for life since it is in her urethra, she was told that she does not have to remove it, as soon as she'll have urine in the bladder it'll empty automatically. She hopes that the specialist at the chum will have better news and that it will not happen and how the doctor did not advise them of the real danger.